Event description:
A customer contacted baxter's technical service center to report a patient death. Per the initial report, the caregiver (cg) stated the home patient (hp) passed away over three weeks ago and she needed to have the homechoice (hc) picked up. On 08nov2010, baxter received follow-up information from baxter's global pharmacovigilance. This is a report from a nurse of fatal stroke in male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on an unknown date the patient experienced a stroke. On (B)(6) 2010, the patient died as a result of the stroke. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. Peritoneal dialysis (pd)l therapy was ongoing at the time of the patient's death. The patient previously experienced high blood sugars on (B)(6) 2009; values not reported to baxter. The patient's concomitant medications were not reported. Per the nurse, the event of fatal stroke was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). Baxter requested and received the device for evaluation by the product analysis lab (pal). Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the hp's stroke or the hp passing away on (B)(6) 2010 . The device functioned normally during pal testing. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.